Manufacturer narrative:
Prior to the event, the lab had replaced the mc sample syringe. Subsequent calibrations failed. Additional maintenance (flow cell cleaning) was performed, but there were still problems calibrating. When the trend low was noticed in patient results, qc was rerun and was low. The mc syringe was re-checked and suspected as the cause of the issue. The old plunger was re-installed. Calibrations and qc passed and patient samples were rerun. Since service was not initiated, the customer sent performance testing results to bci. Tech support reviewed the data and verified that testing passed specifications. Hotline sent the customer a replacement syringe and had the customer install the new syringe. As of (B)(4) 2011, no further issues have been noted.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), calcium (calc), and glucose (glucm) results generated by the unicel dxc 600 pro synchron clinical system for multiple patient samples. The results were reported out of the lab. After troubleshooting resolved the issue, the system was recalibrated and samples rerun. Corrected reports were issued. Patient treatment was not initiated or withheld based upon the false results reported.